Event description:
The manufacturer received information alleging a ventilator displayed a "ventilator inoperative" alarm during a software update. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative alarm during a software update related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal and detachable battery was replaced due to error code 47 in log and due to contamination muffler assembly was replced to address the issue.there were two errors (e-156 and e-47) found.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator displayed a "ventilator inoperative" alarm during a software update. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal and detachable battery was replaced due to error code 47 in log and due to contamination muffler assembly was replced to address the issue.there were two errors (e-156 and e-47) found.